Manufacturer narrative:
The amplification observed in the positive run appears to be true amplification and indicates that sars-cov-2 was present in the sample that was tested. There is no indication of a false positive result. The most likely cause for the discrepancy observed is due to the off-label practice of sample pooling and possibly off-label collection kit in use. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Cn-692891.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results for one pooled sample of 3 patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged pooled sample initially generated a positive result for sars-cov-2 and a negative result for influenza a and b. The individual samples were retested on another cobas liat and the results were negative. Note, the data for the individual tests are not available. The same pooled sample was also retested on the original cobas liat (s/n 22525) which yielded a negative result for all targets. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.